Event description:
Reportedly, a small grey piece of the non-disposable trocar sleeve was noted on the bowel, during a laparoscopy and was retrieved to complete the case without further incident. Patient status: no patient injury reported.